Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, upon insertion and withdrawal of a 6-12f mynx control venous (mcv) vascular closure device (vcd), the balloon ruptured and deflated. It appeared that the grip tip stayed in however, sealant tail did not deploy. There was no reported patient injury. The user is mynx certified. An 8f non-cordis sheath was used. Access site was the left femoral vein. A non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a non-cordis syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a split condition was observed. Additionally, an 8f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Per functional analysis, an attempt to perform an inflation/deflation analysis was performed; however, it could not be completed due to leakage observed on the balloon during the inflation attempt. Additionally, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to evaluate the balloon surface. During this analysis, a longitudinal tear was observed on the balloon. The exact cause of the balloon tear could not be determined based on the available evidence. However, this conclusion is consistent with cases where the observed damage may result from handling, procedural, or other non-manufacturing related factors. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the leakage noted. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed from the frayed/split/torn sealant sleeves while button 1 was not depressed. However, the exact cause of the longitudinal tear noted, and the observed condition of the prematurely exposed sealant could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, procedural/handling factors (such as the use of excessive force), access site vessel characteristics, and/or concomitant device factors most likely contributed to the reported balloon loss of pressure since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, with regard to the condition of the sealant, it is difficult to determine the factors that may have contributed to the issue experienced, particularly since the condition of the returned device contradicts the description provided. It was reported that the sealant tail did not deploy, implying incomplete sealant deployment from the device. However, the device was received without button 1 depression, indicating that the deployment mechanism had not been initiated. Therefore, it is unclear whether the user was referring to premature sealant exposure or whether the reported partial deployment difficulty pertained to a different device. However, procedural/handling factors with the device likely contributed to the observed frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU instructs while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon insertion and withdrawal of a 6-12f mynx control venous (mcv) vascular closure device (vcd), the balloon ruptured and deflated. It appeared that the grip tip stayed in however, sealant tail did not deploy. There was no reported patient injury. The user is mynx certified. An 8f non-cordis sheath was used. Access site was the left femoral vein. The device will be returned for evaluation.